Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported intermittent occlusion alarms occurred. Customer changed all supplies and resumed insulin delivery. Customer's blood glucose reached 146-290 mg/dl.